Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.

Event description:
It was reported that 1263 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure the pt presented to the hospital with chest pain and restenosis was confirmed. The index procedure treated the target lesion located in the proximal right coronary artery with an unk sized taxus express2 drug eluting stent. Medications administered during the index procedure were heparin, 2b3a inhibitors, aspirin, clopidogrel, beta blockers, statins and ace inhibitors. At 1263 days following the index procedure the pt presented at the hospital with chest pain, cardiac enzyme results were negative. A cardiac cath procedure showed the appearance of chronic in stent restenosis in the target lesion located in the right coronary artery. The event was listed as "resolved" on day 1266. Further attempts for additional info were met unsuccessfully. The event relationship to the device was listed as "probably related".